Event description:
Doctor reported that a file separated in the canal during a procedure. The pt was referred to a specialist who, after retrieving all of the separated piece except the tip,successfully filled the canal without sequela.